Manufacturer narrative:
The reported problem was confirmed. Results of functional testing indicate that the speaker produced no sound, and confirmed the cause of the reported problem was a defective speaker. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use; no adverse event or harm was reported.